Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 29-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the patient attended a parkinson's disease support group meet on the day of the report in the afternoon and mentioned they had an infection with their deep brain stimulation (dbs) system. It was stated their surgeon replaced the implantable neurostimulator (ins) and extensions with another manufacturer's device. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.